Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. She changed the set, which had a bent cannula, and delivered a correction bolus, but the blood glucose ran high again. The blood glucose had run as high as 400 mg/dl. The customer had only treated with the insulin pump. She experienced symptoms of fatigue, frequent urination and thirst, but felt well enough to troubleshoot. The drive support cap appeared normal and recessed. Insulin exited with a manual prime and no leaks were observed, but the customer noted one air bubble in the reservoir. The insertion site was sore and irritated. The infusion set was removed and the cannula was bent. The customer declined further troubleshooting. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.